Event description:
Reporter indicated a vns patient's generator could not be interrogated and was believed to be at end of service. A battery estimate revealed 6.21 years remaining, indicating end of service was unlikely. The patient had generator replacement surgery and the explanted generator has been returned for product analysis. The failure to program event for the vns programming wand is being reported via MDR #1644487-2010-00379.